Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. Per the packaging instructions it states, ¿use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands¿. Without further information, biting of the swab cannot be ruled out. The root cause could not be determined due to insufficient information. Without further information, there is insufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations.

Event description:
Report received of an applicator swab foam disengagement. On (B)(6) 2018, a distributor received a report that foam fell off the top of the applicator swab and lodged in the patient¿s throat. The distributor's report states a home health nurse was able to suction out the disengaged foam. The distributor report states no injury occurred. Multiple attempts to obtain further information were unsuccessful. The distributor reported that the involved product was not returned. Although requested, no additional information was available.